Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was not using the pump correctly and the blood glucose (bg) levels had been fluctuating while on the pump. The healthcare provider reverted the customer to insulin injections for insulin therapy. The contact did not provide further information about the blood glucose levels and had declined further training on how to use the pump.